Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2), bard/davol perfix plug (x2), ventrio (x2) and ventrio st on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2017 and/or (B)(6) 2020 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #4). Additional emdrs were submitted to represent the two bard meshes (bard flat mesh) (device #1 & device #2), the bard/davol perfix plug (device #3), the two bard/davol ventrio meshes (device #5 & device #6) and the bard/davol ventrio st (device #7). Should additional information be provided, a supplemental emdr will be submitted. Not returned.